Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air water cylinder, suction cylinder had no color; scope connector cover unit, scope connector had corrosion due to water leakage; insulation resistance value at distal end did not meet the standard value due to adhesive peeling on bending section cover; connecting tube had a dent; distal end was shaved; adhesive around light guide lens had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope was pressed into the physical canal with the naked eye from the outside. The device was returned for evaluation. During the device evaluation, the foreign material was found around the nozzle and distal end; forceps elevator was leaking. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the adhesion/clogging of the material in the nozzle at distal end was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the forceps elevator. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.